Manufacturer narrative:
(B)(4) = cartridge, pan. The analysis results showed that one ecr60d cartridge reload was received. The reload was received unfired and broken at the left proximal side end. In addition, the cartridge pan was damaged at left proximal end, making the reload nonfunctional. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on how the cartridge and pan were damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the reload could not load into the device. Changed to another reload to complete the procedure. No adverse event on the patient.